Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue. The reported event of the heartmate 3 system controller shocking the patient was not confirmed. The reported event of the pump running light emitting diodes (leds) intermittently working was confirmed via evaluation of the returned system controller. The returned system controller, serial number (B)(6), was functionally tested and was able to support the system for an extended period without any atypical alarms. The right pump running led was observed to be intermittently functioning. The system controller was opened to inspect the internal components and found to be physically unremarkable. The user interface (ui) ribbon cable was reseated, and the issue resolved. The system controller was then connected to a known working test mobile power unit (mpu). The patient leakage current (ac current flowing from the ac mains to the patient) and leakage current were measured and found to be within specifications. The submitted and downloaded log files were reviewed and did not indicate any issues with the system controller. A root cause for the system controller shocking the patient was not conclusively determined through this analysis. The root cause for the pump running led intermittently functioning was isolated to an issue with the connection between the system controller¿s ui membrane printed circuit board assembly (pcba) and the ui ribbon cable but could not be isolated any further due to the issue resolving during testing. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2022. The heartmate 3 instruction for use was available for use at the time of the event. Section 6, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had several low flow alarms on (B)(6) 2015. Log files were sent for review. There were no unusual events recorded in the log file event history. It appears that any low flow events before 22jan2025 were overwritten by pi events occurring between 22jan2025 and 24jan2025. The mechanical circulatory system (mcs) equipment is operating as intended. The patient had a recent computed tomography angiography (cta) scan which showed peripheral non-occlusive thrombus present within the lvad outflow tract that appeared similar in degree to prior exams. The cta also indicated extrinsic outflow graft obstruction (eogo) on (B)(6) 2025, the patients controller shocked her while in the clinic. This event was witnessed by the team. The patient stated that this happened a lot at home, as well as her green pump on light was not always working. The patient had low voltage alarms in the past that continued even after exchanging batteries and clips. The patient also had extensive damage on the driveline as well as modular cable. Log files were sent for analysis. The low voltage events in this set of log files were due to normal battery depletion. It was recommended to replace the controller & modular cable when safe. It was noted that the patient had numerous flow issues as well. The site wants to list the patient for transplant due to device malfunction as a vad exchange did not seem appropriate.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the low flows was not identified. Blood pressure(bp) control had improved the alarms, but they still continued to have them when bp was in appropriate range. The low flow alarms did eventually stop while at the hospital but restarted when the patient was discharged home. The patient was asymptomatic at the time of the low flows. It was reported that the clinical team felt the pump was not performing as expected and shocking the patient. An explant kit was requested so the pump could be evaluated. The patient was noted to have low flow alarms. The patient was explanted and received a heart transplant on (B)(6) 2025. The pump was explanted.